Manufacturer narrative:
Device component code relates to device problem code for the reported event of thumb ring cracked/ broken. Visual evaluation of the returned device found the thumb ring detached from the handle. The thumb ring and handle shows coincident marks that indicates proper assembly during manufacturing process. The handle is damaged where the thumb ring is located. Additionally, the side car-rx (guidewire lumen) presented pushback out of specification. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. During use, the thumb ring receives only tensile and/ or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Therefore, the most probable root cause of this complaint is ¿operational context¿, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid¿ rx basket was used in an attempt to crush the stone. However, the thumb ring broke off from the handle. The procedure was completed using another trapezoid basket. There were no patient complications reported as a result of this event.